Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/16/2019. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number : did 10 sutures break during use in this single procedure? -- 10 sutures broke in two procedures. If multiple procedures, please create 1 file for each procedure with all relevant details. -- we will report another complaint to capture this and clarify the quantity involved in each procedure.

Event description:
It was reported that the patient underwent an emergency surgery on an unknown date and suture was used. The doctor prepared the suture and opened all the devices and sutures. When the doctor used the suture in the incision and organ, the suture was broken. The doctor ordered a new suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how many sutures broke during the first procedure?: 6ea. The 6 devices have been reported in mw 2210968-2019-81448, 2210968-2019-81468, 2210968-2019-81469, 2210968-2019-81471, 2210968-2019-81472 and 2210968-2019-81473

Manufacturer narrative:
(B)(4). The following additional information was obtained: lot number: n/a.